Event description:
It was reported that medfusion pump was experiencing primary audible alarm system failure. Unknown if patient involvement or injury occurred.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that both tamper seals were intact, the battery was missing and the right plunger case was cracked upon receipt. Functional evaluation to include power up process and audio test were performed. Error code for primary audible alarm background test was found in the device event history log. Results: the customer reported issue for primary audible alarm could not be duplicated during the investigation. Root cause of the reported issue is unknown and could not be determined as no damage was found to the speaker. Who caused the reported event is unknown and could not be determined as no problem was found. Preventively, the speaker was replaced, a power up process, preventive maintenance, audio test and all functional tests were performed and passed. A CAPA was opened for primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.